Event description:
It was reported by a physician on (B)(6) 2012 that she was having an issue with her programming handheld, as it would not move past the screen alignment portion of setup. She went on to state that she had already interrogated the patient's device, and somehow the handheld 'started over' after she did so. Trouble shooting was performed and the screen was cleaned, however the issue did not resolve. Additionally, the reporter performed two hard resets, with each reset failing to progress past the screen alignment. Attempts for product return have been unsuccessful to date.

Event description:
The product was returned on (B)(6) 2012 and is pending product analysis.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Product analysis was completed on the dell x50 handheld computer and related software. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. During the analysis of the computer, it was identified that the handheld was unable to advance past the screen alignment utility. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis.

Manufacturer narrative:
.